Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site to inspect the architectc8000 analyzer and barcode scanner. Earlier, the customer had cleaned the scanner because of small traces of some type of contamination on the scanner window. The inspection conducted by the fse found the scanner performing as intended. Subsequent instrument operations and sample identification results were acceptable. The instrument logs from the analyzer were reviewed. Sid (B)(6) (correct) was scanned three times on (B)(6) 2017. The tests completed for this sid were for urine/csf protein. Sid (B)(6) (incorrect) was not located in the instrument logs. An in-house technical engineer recreated the barcode labels for each sid and concluded that the probability of a sample misread was low. The checks put in place on the labels decreases the probability of a sample misread. The service history for this analyzer was reviewed and did not identify any contributing factors on or around the date of the customer issue. There has been no subsequent contact from the customer regarding sample barcode label misreads. There were no returns available from the customer site. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual contains information to address the current customer issue. The sample barcode labels are not an abbott product; customers create their own labels per the guidelines in this manual. The architect c8000 system service and support manual was also reviewed and found to also adequately address this issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer reports that one patient sample with (B)(6) was read as (B)(6) by the handheld scanner used on an architect c8000 analyzer. The customer stated that this is a repeating issue on this module. The customer did note some contamination on the scanner window and a service call was initiated. There is no impact to patient management reported.